Manufacturer narrative:
This common compute controller (ccc) was returned for failure analysis due to error 170. The reported issue was confirmed but could not be replicated. Visual inspection found the unit to be in good physical condition. Review of the error log confirmed that error 170 was triggered in the field. Prior to error 170, error 31089 occurred; following error 170, error 307 occurred, both pointing to pcc3_ID. The ccc unit was installed into a golden system, programmed, and started up with no errors. The system was power-cycled up to 10 times, and each time the optic light levels (localhost:3030) were checked and found to be within the expected range. Based on these findings, failure analysis could not determine the root cause of the issue that occurred in the field.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the system receives a "robot not connect" message. There was an error 170 and 307. The customer reported event has no report of patient injury.